Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned to the distributor for evaluation. The reported problem (check te messages/check belt messages) was investigated. Upon evaluation, the belt was found to have an intermittently open pulse wire in the cable connecting ECG "a" and "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing frequent check therapy pad and check electrode belt messages.